Manufacturer narrative:
There was no report of device malfunction during the procedure and the system functioned as expected. Gynesonics medical director and treating physician view this as reintervention. Submission of this report is associated with the recent acquisition of gynesonics by hologic, inc. During the integration into hologic's adverse event reporting system and procedures, a review of historical adverse events was performed. As a result this event was identified as being reportable on aug 12, 2025 and is being reported retroactively out of an abundance of caution.

Event description:
On (B)(6) 2024, it was reported that a patient was treated with the sonata system patient requires "urgent lap myo" due to potential post sonata complications. The treating physician views this not as a complication but rather a reintervention. The patient has had a hysteroscopic myomectomy for a large type 1 fibroid that was not successful so tfa was performed around 3/1 for the 6.5-7 cm submucous fibroid. It went well and the patient has some vague urinary complaints but evaluation was unremarkable. She was seen in early (B)(6) during her normal postop visit with some cramping and a closed cervix. Recently, she started to have some sloughing as anticipated and now is frustrated by the continued symptoms after two transcervical procedures and wants a laparoscopic myomectomy, which will be done soon.